Event description:
Customer's mother reported via phone call that insulin pump received a failed battery test even after new battery cap and battery changes. Customer's blood glucose was 168 mg/dl. During troubleshooting for failed battery test it was found that spring in battery compartment was damaged. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.